Event description:
It was reported that a perforation and subsequent pericardial effusion occurred. A watchman access system (was) double curve was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During the transseptal puncture, an unspecified guidewire was pulled around the appendage. During placing the access sheath to aid on the puncture, the was moved forward causing a perforation to the laa. A pericardial effusion was then noted. Surgical team presented to the hybrid catheterization lab to perform a sternotomy and perforation repair. Surgery was successful. No further complications were reported. Patient is stable and was discharged home.